Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips of the er320 instrument, out of an fnc91 kit, would not stay on the vessel when the surgeon tried to apply them. Another er320 instrument was used to complete the case. There was no consequence to the pt.